Event description:
The customer reported that the dxh 800 hematology analyzer generated erroneously low neutrophil results (0.98%) and high lymphocyte results (98.53%) on one pt sample. The test results were accompanied by instrument-generated messages for suspect variant lymphocytes and for lymphocyte blast cells. The sample was repeated on the dxh analyzer with high neutrophil (74.24%) and low lymphocyte results (23.96%). Manual differential results were not provided, but the customer stated that the specimen has high neutrophils and low lymphocytes. It is unk whether the pt results were reported outside of the lab or whether pt treatment was affected. The info was requested, but it was not provided.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. Data files containing raw test results for this pt sample were requested but not provided for analysis. Field service was not dispatched to the site. The root cause could not be determined based on the info provided; however, the instrument did generate suspect messages which alerted the operator to review the test results.